Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported the unit of measure had changed on his unlocked freestyle meter and "adjusted his insulin for what he thought was a low reading of 54, when it was 5.4". The customer did not report any symptoms or require third-party medical intervention as a result of this event.